Event description:
It was reported that the patient was unable to adjust stimulation. A ¿call your doctor¿ icon and a power on reset (por) were observed the night prior to report. The por was successfully cleared. However, the cause of the por was unknown. The implantable neurostimulator (ins) did not have a low battery. The patient did go into an healthcare professional¿s (hcp) office for a separate reason and stated that was the only place she may have come into the proximity of magnetics etc. The patient stated she went to the hcp one year prior to report to see if/when the ins needed to be replaced. The patient was redirected to the hcp. Additional information was requested. If received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient product; ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).